Manufacturer narrative:
Additional narrative: product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure (tha), a 35 mm quickset flexible drill bit broke off in the bone during use and was not detected until postoperative films were taken. As the drill tip was in the bone, the decision was made not to retrieve it. No surgical delay.